Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. A visual examination of the returned device revealed that the feeding port, the medicine port and the c-clamp were closed. Several ink markings were worn off, most likely due to rigorous cleaning. The external bolster was located at the 4 cm mark and was without issue. The internal bolster was found to be separated from the device and pushed proximally adjacent to the external bolster. The obturator pocket of the internal bolster was undamaged. Remnants of the bolster remained on the circumference of the tubing end with corresponding voids in bolster inner diameter. It appears that the internal bolster had been securely molded to the tubing. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during the removal of feeding tube from the patient. Therefore, the most probable root cause of 'operational context' is selected for the complaint. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy exchange procedure. According to the complainant, during the removal of the device from the patient's body, the internal bolster of the placed device became detached inside the patient. The detached bolster was successfully removed endoscopically. In the physician's assessment, the detachment was caused by an issue of the device. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results: the internal bolster was detached/separated.